Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a physician from (B)(6) of peritonitis in a patient coincident with dianeal pd4 therapy for peritoneal dialysis (pd). On an unreported date, pd therapy was temporarily withdrawn. In (B)(6) 2011, the patient experienced peritonitis. In (B)(6) 2011, the patient was hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with an unspecified antibiotic. The cause of the peritonitis was unknown. On (B)(6) 212, the patient was discharged.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). This complaint for peritonitis -no malfunction or use error is not confirmed because the disposable set was not returned to baxter and the lot number was unknown. The assignable cause is no device malfunction or use error.